Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient with ckd (chronic kidney disease) stage 4 and oliguria needed crrt (continuous renal replacement therapy) treatment for volume management. Therefore, around 16:00, double-lumen catheter placement in the left femoral vein was performed at the bedside under the guidance of b-ultrasound. During the process of placing the guidewire along the puncture needle from the core, the guidewire was kink/bent and the bend was difficult to reset. The guidewire was split/bifurcated and frayed/rough. The guide wire did not break into two or more pieces. There was no excessive force applied to the guide wire. No visible defect/damage noted with the needle. The guide wire and needle used were the ones included in the kit. The dimension of the needle and the guide wire matched what was indicated on the label. Nothing unusual observed on the device and no abnormal conditions prior to use. Flushing was done prior to use, the result was normal and no occlusion. No other products being utilized with the device. No other defects/damages found on the product. No cleaning agent(s) used on the device. No solution/agent used on the insertion site prior to product placement. The catheter was not repaired and there was no leak. Tego was not utilize and there was no luer adapter issue. It was necessary to remove the guide wire together (at the same time) with the puncture needle. Then, the guidewire was removed by the original route and it could not be continued to use. The catheter kit was replaced with the same product ID (identifier) and lot. Catheter insertion was continued, at 16:20, catheterization was successful and the procedure was completed. Crrt treatment was continued, and no significant changes observed in the patient¿s vital signs during the process. There was no blood loss and blood transfusion was not required. No intervention/treatment required as a result of the event. No tissue/vessel damage to the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient with ckd (chronic kidney disease) stage 4 and oliguria needed crrt (continuous renal replacement therapy) treatment for volume management. Therefore, around 16:00, double-lumen catheter placement in the left femoral vein was performed at the bedside under the guidance of b-ultrasound (surgery with the assistance of a b-ultrasound probe/an aid that provides visual vascular images). During the process of placing the guidewire along the puncture needle from the core, the guidewire was kink/bent and the bend was difficult to reset. The guidewire was split/bifurcated and frayed/rough. The guide wire did not break into two or more pieces. There was no excessive force applied to the guide wire. No visible defect/damage noted with the needle. The guide wire and needle used were the ones included in the kit. The dimension of the needle and the guide wire matched what was indicated on the label. Nothing unusual observed on the device and no abnormal conditions prior to use. Flushing was done prior to use, the result was normal and no occlusion. No other products being utilized with the device. No other defects/damages found on the product. No cleaning agent(s) used on the device. No solution/agent used on the insertion site prior to product placement. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. It was necessary to remove the guide wire together (at the same time) with the puncture needle. Then, the guidewire was removed by the original route and it could not be continued to use. The catheter kit was replaced with the same product ID (identifier) and lot. Catheter insertion was continued, at 16:20, catheterization was successful and the procedure was completed. Crrt treatment was continued, and no significant changes observed in the patient¿s vital signs during the process. There was no blood loss and blood transfusion was not required. No intervention/treatment required as a result of the event. No tissue/vessel damage to the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient needed crrt (continuous renal replacement therapy) treatment for volume management. Therefore, around 16:00, double-lumen catheter placement in the left femoral vein was performed at the bedside under the guidance of b-ultrasound (surgery with the assistance of a b-ultrasound probe/an aid that provides visual vascular images). During the process of placing the guidewire along the puncture needle from the core, the guidewire was kink/bent and the bend was difficult to reset. The guidewire was split/bifurcated and frayed/rough. The guide wire did not break into two or more pieces. There was no excessive force applied to the guide wire. No visible defect/damage noted with the needle. The guide wire and needle used were the ones included in the kit. The dimension of the needle and the guide wire matched what was indicated on the label. No unusual or abnormal conditions observed on the device prior to use. Flushing was done prior to use, the result was normal and no occlusion. No other products being utilized with the device. No other defects/damages found on the product. No cleaning agent(s) used on the device. No solution/agent used on the insertion site prior to product placement. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. It was necessary to remove the guide wire together (at the same time) with the puncture needle. Then, the guidewire was removed by the original route and it could not be continued to use. The catheter kit was replaced with the same product ID (identifier) and lot. Catheter insertion was continued, at 16:20, catheterization was successful and the procedure was completed. Crrt treatment was continued, and no significant changes observed in the patient¿s vital signs during the process. There was no blood loss and blood transfusion was not required. No intervention/treatment required as a result of the event. No tissue/vessel damage to the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one guidewire that was returned kinked and unraveled. The most likely root cause of the observed condition was difficulty to remove the guidewire during use. It was reported that the guide wire was unable to be withdrawn and was frayed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.